Manufacturer narrative:
(B)(4).

Event description:
During an electrophysiology procedure, the distal tip detached. During the procedure, the tip of the device dislodged from the introducer and it remains in the patient. Further information has been requested but not received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a left side ablation procedure, the distal tip of introducer detached. A non-sjm transseptal needle was inserted through the introducer for transseptal puncture. During removal of the introducer, the tip became detached and migrated to the base of the right lung. There are no plans to remove the device fragment at this time.